Event description:
Pt admitted to hospital for cardiac catheterization which showed significant three-vessel disease. The pt was presented with the cardiac catheterization findings and their options were discussed. Pt chose to undergo a stenting procedure in 2002. During the procedure, the cardiologist could not remove a guidewire that was in the distal av groove circumflex. The wire seemed to be pinned between the stent and the vessel wall. After some tugging the wire broke in the vessel. The radiopaque portion appeared to be stuck behind the stent and going into the distal av groove circumflex. Cardiac surgery consultation was obtained and the pt went to surgery the next day for CABG x4. Pt was discharged on 5th post op day.